Event description:
Treatment of an aneurysm. During pipeline deployment, it was reported that the pipeline did not open proximally. Since access to the pipeline was lost, it was removed with a snare. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Only the pipeline was returned for evaluation. The pipeline was found opened with clotted blood and damaged braids on one end which likely prevented it from fully opening. (B)(4).